Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 582 mg/dl. The customer treated her high blood glucose with a manual injection. The customer stated that the insulin pump, transmitter and testing meter stopped communicating last week. The customer was assisted with connecting the testing meter however, the transmitter would not connect. The customer will be issued a replacement transmitter. The customer was unable to continue trouble shooting.